Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose level was 79-80 mg/dl. The customer reverted to an alternate method of insulin therapy.